Event description:
It was reported that a user on ilet for two weeks experienced hypoglycemia with a lowest blood glucose of 68 mg/dl, received a device alert for low glucose, and was advised to treat with oral glucose such as juice or glucose tablets; the low was corrected and did not persist beyond 90 minutes. Symptoms included feeling okay without impairment. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and user counseling regarding treatment of low glucose and coordination with the user¿s trainer or healthcare provider for education on meal announcements and hypoglycemia management. Investigation of this case revealed no device malfunction and no component failure, with the event attributed to user learning phase and unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with user-related factors possible. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.